Manufacturer narrative:
User alleges they heard a noise from the power unit and observed smoke from the back of the unit. Device has been in svc for over two years and its unk complaint is a result of dropping device, mechanical wear or a malfunction. The unit was unplugged and taken out of svc. Filing solely on the user's allegation of smoke malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Event description:
The consumer's father alleges he heard a loud scraping noise and saw smoke coming from the back of the power unit. No injury is alleged.